Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of device") and uterine perforation ("perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("pain "), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), dysmenorrhoea ("severe dysmenorrhea"), thrombosis ("excessive blood clots"), urinary tract infection ("infection (urinary tract)"), migraine ("extreme migraines"), nausea ("nausea"), dizziness ("dizziness"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal issues"), dyspepsia ("digestive system issues"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems") and weight fluctuation ("weight issues") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumor"). The patient was treated with surgery (salpingectomy, hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, bladder disorder, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, neoplasm, pelvic pain, thrombosis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and uterine perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain "), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), dysmenorrhoea ("severe dysmenorrhea"), thrombosis ("excessive blood clots"), urinary tract infection ("infection (urinary tract)"), migraine ("extreme migraines"), nausea ("nausea"), dizziness ("dizziness"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal issues"), dyspepsia ("digestive system issues"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems") and weight fluctuation ("weight issues") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumor"). The patient was treated with surgery (salpingectomy,hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the device dislocation, uterine perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, hormone level abnormal, thrombosis, urinary tract infection, migraine, nausea, dizziness, dyspareunia, fatigue, gastrointestinal disorder, dyspepsia, alopecia, neoplasm, vaginal discharge, visual impairment and weight fluctuation outcome was unknown. The reporter considered alopecia, bladder disorder, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, neoplasm, pelvic pain, thrombosis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jan-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.